Event description:
Customer rports receiving erratic readings. In blood glucose tests, customer received readings of 69 mg/dl, 372 mg/dl, and 86 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.